Event description:
It was reported that during an inspection the cs300 intra-aortic balloon pump (iabp) was unable to boot. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (aug 2019 through jul 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. After inspection the fse confirmed that the power supply and motor control board were faulty. The power supply and motor control board required replacement. A power supply and motor control board were lent to the customer so the iabp can be used. The iabp function is normal. The iabp unit was then cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection, prior to use, the cs300 intra-aortic balloon pump (iabp) was unable to boot. There was no patient involvement, and no adverse event reported.